Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): lead stretched. Lead was stretched causing the inner tubing to buckle and preventing the helix from functioning properly. Visual inspection showed that the helix was distorted/bent and the distal conductor was distorted as well.

Event description:
It was reported during the implant procedure that after several attempts to pass the lead into the patient were unsuccessful due to "tight anatomy around the clavicle" that the physician performed a second stick and elected to use anohther lead as this lead appeared to be damaged. The lead was not implanted. No patient complications have been reported as a result of this event.